Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the patient had an enfit peg with an unknown product ID and lot number placed. The patient received training with the enfit and was using it independently at home. The patient then stayed at an outside skilled nursing facility (snf) where the peg tube was cut and modified to fit an old style lopez valve and enfit pieces were removed from the peg. The patient was unable to use the peg after the modification and stated that he was not trained on how to use it at the outside snf. After the patient was discharged from the snf, the patient experienced significant weight loss, inadequate nutrition, and a palliative care stay at the hospital for failure to thrive. The incident was resolved by placing a new enfit peg tube and retraining the patient on how to use the peg.